Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of this issue is attributed to a faulty electrical component inside the generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator unit was returned for failure analysis, and the issue could not be confirmed during initial verification using logs. Visual inspection during the fa process validated that the unit does not power on. Because the unit failed to power up, error logs and system-level diagnostic tests could not access, preventing further assessment.

Event description:
It was reported that the integrated electrosurgical unit (iesu) would not power on. The site was unable to resolve the issue with troubleshooting and resulted in connection of a third-party generator (force triad) to the vision tower so case setup could proceed. The customer reported event has no report of patient injury.